Event description:
It was reported the patient has not used or charged her scs system since undergoing an unrelated surgical procedure in (B)(6) 2014. The ipg was unable to communicate with the programmer.

Manufacturer narrative:
Field corrections: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.